Manufacturer narrative:
The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the device was not reported or able to be subsequently ascertained.

Event description:
On (B)(6) 2023 a patient underwent a hybrid convergent procedure with concomitant left atrial appendage exclusion. When the csk-6130 cannula was placed into the pericardial space, blood appeared in the field and the patient¿s blood pressure dropped. Procedure was converted to a sternotomy where visual inspection indicated the ivc had been transected. The ivc was repaired surgically, and an atriclip device was successfully placed on the left atrial appendage. Patient had no further hemodynamic compromise, nor any additional reported complications. There was no reported device malfunction, and the adverse event was the result of a procedural complication.